Event description:
Overdelivery due to operator error in programming reported. The pt was receiving a 14 day cycle of floxuridine. The pump was programmed in the variable time mode of delivery. The prescription was written in dosage (ml), but the pump was programmed in rate (ml/hr). Consequently, the 14 day cycle delivered in a reported 2.3 days. The prescription was written to deliver in 4 phases with no base or keep vein open with a total delivery of 420.0ml over the 14 day cycle. There was no pt harm reported, specifically no gastrointestinal complaint, and there was no change to chemotherapy protocol or hosp admittance related to the reported event. Though requested, there was no add'l info available.